Manufacturer narrative:
The ventilator was investigated by our field service engineer. The control pc board was replaced, and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was retained by the user facility. Provided ventilator logs were reviewed. Alarms for high and low o2 concentration were generated but no technical error codes were generated to indicate that there was a ventilator malfunction at the time of the event. Since the replaced part was not returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that there was a discrepancy between set and measured values of o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).